Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the roller of the bomb was working correctly but it doesn't infuse the diet - without alarm.

Manufacturer narrative:
Submit date: 10/26/2016. An investigation of the reported condition was performed for the reported condition of, ¿the roller of the bomb was working correctly, but it doesn¿t infuse the diet ¿ without alarm.¿ to date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. A device history record review could not be performed as the serial number of the unit was not provided by the customer. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.